Event description:
Patient's husband reported lap-band system replacement due to an alleged leak where the band connects to the tubing. The patient was hungry and the band did not hold fluid. A fluoroscopy confirmed the leak. Follow up findings: the patient reported that since the lap-band was implanted the patient "went in for four fills that never worked." The patient reported an x-ray was conducted that showed the leak. The patient stated that the patient "thought I was going in for the port to be replaced, but the band was also replaced due to the seal damage." Follow up findings: health professional reported that the physician has "mentioned [seal damage] after surgery" however, it is "not noted" in the patient records. The patient has not had any successful fills and "was hungry [and had] no restrictions with solid foods."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."